Event description:
Laparoscopic surgery required the use of this product to perform the surgery. Once product was ready to be utilized for surgery, other laparoscopic instruments were fed through the product. Product was noted to be defective when co2 began leaking through product causing delay in surgery. Once co2 escapes from the abdomen, the surgeon is unable to visualize placement of other instruments utilized during the surgery. Manufacturer was contacted and explained the problem was in the seal.